Event description:
The pt's anatomy was characterized by circumferential calcification at the bifurcation of the aorta. The attempt to seal the contralateral iliac leg graft with the molding balloon was unsuccessful at obtaining an exclusion of the aneurysm. Noted calcification at the location appeared to be pushing against the graft material inhibiting a tight seal. Two expandable balloon stents were then advanced and deployed at the bifurcation, creating additional radial force to promote a seal. Still no resolve to the endoleak was obtained. Currently the physician is monitoring the pt's conditon, in determining what other interventional measures are needed based on the status of the type iii endoleak.